Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the follow-up 1 in MDR in block(s) common device name (d2a), pro code (product code) (d2b), in section d - suspect medical device, device codes (f10 and h6), in section f - user facility / importer report information and h-device manufacturers only, and MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), and premarket / 510(k) # (g4), in section g - all manufacturers.

Event description:
It was reported that a thrombosis occurred. During a watchman procedure, a versacross connect laac was selected for use. The physician was new to versacross connect and had difficulty with transseptal to navigate around several leads. Once tented and went across, heparin was administered. As heparin was being given, something flinging around was noted and was moving independently off sheath. The clot was aspirated into the sheath and pulled the sheath out to flush everything. Upon flushing, the clot was retrieved at the end of the sheath and waited to proceed further until act had been completed (which was 385). The physician went back up with our sheath and dilator to get a contrast set up and completed the procedure with no further issues. Patient was implanted with a 27mm wm device. The device is not expected to be returned for analysis.

Event description:
It was reported that a thrombosis occurred. During a watchman procedure, a versacross connect laac was selected for use. The physician was new to versacross connect and had difficulty with transseptal to navigate around several leads. Once tented and went across, heparin was administered. As heparin was being given, something flinging around was noted and was moving independently off sheath. The clot was aspirated into the sheath and pulled the sheath out to flush everything. Upon flushing, the clot was retrieved at the end of the sheath and waited to proceed further until act had been completed (which was 385). The physician went back up with our sheath and dilator to get a contrast set up and completed the procedure with no further issues. Patient was implanted with a 27mm wm device. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the initial MDR in block(s) adverse event/product problem (b1), in section b - adverse event or product problem, and device codes (f10 and h6), in section f - user facility / importer report information and h-device manufacturers only.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a thrombosis occurred. During a watchman procedure, a versacross connect laac was selected for use. The physician was new to versacross connect and had difficulty with transseptal to navigate around several leads. Once tented and went across, heparin was administered. As heparin was being given, something flinging around was noted and was moving independently off sheath. The clot was aspirated into the sheath and pulled the sheath out to flush everything. Upon flushing, the clot was retrieved at the end of the sheath and waited to proceed further until act had been completed (which was 385). The physician went back up with our sheath and dilator to get a contrast set up and completed the procedure with no further issues. Patient was implanted with a 27mm wm device. The patient was discharged the next day and is fully recovered. The device is not expected to be returned for analysis.